Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced bleeding from the access site at the right subclavian cut down. The site was packed and sutured shut to control the bleeding. Support was maintained with the implanted pump.

Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the bleeding was determined to be use issue. It was reported that the patient had copious amount of bleeding from right subclavian even before the introduction of impella and the site was packed and sutured shut to control the bleeding. Later, the impella was successfully implanted. The functioning was stable, and no issues were reported with the impella, and no issue of bleeding was reported. Hence, the root cause is determined to be patient condition. This report is being filed as part of a retrospective review of historical records.